Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2015 at around 8:00 a.m. The test did not start after a sample was applied on her adc blood glucose meter. It was further reported that due to her inability to obtain a reading from the meter, she self-injected 70 units of insulin which resulted in her blood sugar severely dropping to a critical range. Customer stated she did not feel any symptoms of low blood glucose, but she nearly passed out. Paramedics were called by her son and customer was reportedly treated with intravenous fluid and "insulin" to bring her up, but she does not know how many units. No additional treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1509013 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.